Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the aviva system 2. (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 98 mg/dl, 176 mg/dl (aviva system 1) and 486 mg/dl, 124 mg/dl (aviva system 2). Two vials of the same lot of strips were used in this comparison (one vial per meter). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.